Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a supply change, changed supplies again, and then went to the emergency department where they received intravenous fluids. Symptoms included insufficiently characterized clinical effects. Outcomes included an impact that could not be fully characterized due to insufficient information. Investigation included communication with the user or third party and analysis of information provided by them. Investigation of this case revealed no available findings, with the medical device problem and involved component not specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.